Event description:
The tip of the fogarty balloon sheared off with arterial pug disruption. Migrated and lodged in the distal left lower pulmonary arterial branch. An (B)(6) male with clotted off fistula.